Event description:
During preparation for a pulse field ablation (pfa) procedure, a faradrive steerable sheath clear was selected for use. During preparation, the sheath hemostatic valve was observed to leak air and draw in outside air. The device was replaced and the procedure was completed successfully with no reported patient complications.